Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing aneurysm blood flow diversion dense mesh stent implantation for treatment of a saccular, unruptured aneurysm in the right internal carotid artery c7 segment with a max diameter of 3 mm and a 4 mm neck diameter. Landing zone: distal: 4.21 mm and proximal: 2.91 mm. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed slowed blood flow within the aneurysm. It was reported that aneurysm of the c7 segmentof the right internal carotid artery was treated with blood flow diversion dense mesh stent implantation. After the microcatheter reached the m2 segment, delivered the ped-425-16 stent into place, withdrew the marksman microcatheter, and deployed the tip end. After deploying about 8mm, the stent did not open. The retrieved the stent and deployed again and the tip end of the stent opened smoothly. At this time, it was found that the stent push rod could no longer control the stent. The push system was withdrawn or pushed forward, the shape and position of the stent did not change. The stent could only be deployed by withdrawing the microcatheter. The stent was deployed halfway and was not in an ideal position, failing to completely cover the aneurysm neck. Wanted to retrieve the stent for adjustment, but could not control the stent by pulling back the push rod, and the retrieval failed. The operator could only complete the deployment of the stent by withdrawing the microcatheter, and then place d a ped-425-18 to cover the aneurysm neck to complete the operation. And returned the first ped-425-16 push system and marksman. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. The device did not jump during deployment. The tip of the catheter was moved during deployment. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
H3: the tip coil was found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.